Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the device displayed an error message. The device and programmer were rebooted to resolve the issue. The device remains implanted and the patient was stable with no adverse consequences.